Event description:
A malfunction was reported with the pump, displaying malfunction code 16, and was not resettable. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup while a replacement pump was arranged by cts, who confirmed the shipping details. The customer was instructed to put the pump into storage mode before returning it and was provided a pre-paid label for the return within 10 days.